Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the lead which resolved the issue. It was noted there was a cut on the left tail of the lead. The ipg was electively replaced to take advantage of new technology.

Event description:
It was reported the patient was experiencing auto-reducing. Lead diagnostics revealed multiple contacts were invalid. Reprogramming initially was able to resolve the issue, however the issue reoccurred. It was determined the new programs were invalid in addition to the previous programs. Surgical intervention may be pending to address this issue.